Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that an alteplase (tpa) infusion was initiated at 12:22 and programmed to infuse at 2 mg/hr (2 ml/hr). Knowledge portal data confirmed the programming and showed that at 14:11, the pump was stopped, and 3.56 ml total had been infused. However, it was noted by the nurse that nearly the entire 100 ml had infused. The patient was monitored closely and a ptt/inr was ordered; there were no bleeding complications or any long term effects. Testing by the facility biomed showed that the pump was out of calibration.